Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1. Patient identifier: (B)(6) (complete sample ID as it exceeded the allowable characters in this field) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results generated across multiple alinity I processing modules for a 37-year-old female patient. The following data was provided (reference range for troponin: female cut off <15.6 ng/l): on (B)(6) 2025: symptoms of chest tightness, nausea, no vomiting hstni stat result = 14.6 ng/l. EKG (12 lead) = sinus rate of 69 bpm. No st-t changes treatment: doctor administered onsia for the patient¿s nausea. The chest pain got better, however, the chest pain got worse when the patient was sent home. On (B)(6) 2025: sid (B)(6): troponin-I result on (B)(6) at 8:48am= 5386.5 ng/l / repeated the sample on (B)(6) at 9:07am = 5798.7 ng/l / repeated the sample on (B)(6) at 2:17 pm = 5484.5 ng/l. EKG was performed and was normal. A coronary angiogram was performed (findings of this procedure were not provided). There was no harm to the patient. There was no further impact to patient management reported.

Event description:
The customer reported falsely elevated alinity I stat highly sensitive troponin-I results generated across multiple alinity I processing modules for a 37-year-old female patient. The following data was provided (reference range for troponin: female cut off <15.6 ng/l): on (B)(6) 2025: symptoms of chest tightness, nausea, no vomiting. Hstni stat result = 14.6 ng/l. EKG (12 lead) = sinus rate of 69 bpm. No st-t changes. Treatment: doctor administered onsia for the patient¿s nausea. The chest pain got better, however, the chest pain got worse when the patient was sent home. On (B)(6) 2025: sid (B)(6): troponin-I result on (B)(6) at 8:48am= 5386.5 ng/l / repeated the sample on (B)(6) at 9:07am = 5798.7 ng/l / repeated the sample on (B)(6) at 2:17 pm = 5484.5 ng/l EKG was performed and was normal. A coronary angiogram was performed (findings of this procedure were not provided). There was no harm to the patient. There was no further impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68461ud00. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance, indicating that the complaint lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 68461ud00 was identified.